Event description:
Following a pulmonary vein isolation ablation (pvi) procedure, an atrial esophageal fistula occurred and the patient expired. The pvi ablation procedure was a routine ablation for atrial fibrillation with no remarkable incidents. On (B)(6) 2021 this patient presented to the hospital with stroke-like symptoms. The patient was noted to have multiple strokes, air in the left ventricle along with multiple organ infarcts and was therefore concluded to have an atrial esophageal fistula. A surgeon was consulted and surgery was considered if neurological status showed promise. Due to bilateral infarcts in the brain, the status showed a poor prognosis and the decision was made not to operate and the patient passed away that afternoon.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is (B)(4).

Event description:
Following a pulmonary vein isolation ablation (pvi) procedure, an atrial esophageal fistula occurred and the patient expired. During the procedure, the first ablation catheter showed no readings and another catheter was obtained to continue the procedure with no remarkable incidents. On (B)(6) 2021 this patient presented to the hospital with stroke-like symptoms. The patient was noted to have multiple strokes, air in the left ventricle along with multiple organ infarcts and was therefore concluded to have an atrial esophageal fistula. A surgeon was consulted and surgery was considered if neurological status showed promise. Due to bilateral infarcts in the brain, the status showed a poor prognosis and the decision was made not to operate and the patient passed away that afternoon.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. Following patient insertion the optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported atrial esophageal fistula and subsequent death remains unknown.